Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a supply bag becoming disconnected is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during fill three of four on the homechoice (hc). The caregiver (cg) stated that the heater bag became disconnected. The cg had already ended therapy. The cg planned to complete therapy using manual supplies in the morning. The technical service representative (tsr) reviewed proper procedure with the cg and assisted the cg with removing the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.